Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the phots provided of the fractured instrument. Photo inspection shows the tip of the screw driver was fractured and retained in the screw. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source ¿ (B)(6).

Event description:
It was reported that during a hip arthroplasty, the tip of the screw driver had snapped off inside the screw which meant that it was unable to unscrew the trial cone body off of the stem. The surgeon had to remove the whole system and replace it with a definite stem with a longer proximal body. Attempts to obtain additional information have been made; however, no more is available.